Event description:
A pt fell out of bed and broke their leg. Alleged that the siderails were in the up position when the pt fell.

Manufacturer narrative:
Reporter alleged that the siderails were in the up position when the pt fell. Nobody witnessed the pt fall. Tsr found that the bed functioned properly.